Manufacturer narrative:
Evaluation: method: DHR review performed. Results: other - visual inspection revealed the heater was received with the following settings : 37 degrees c 0 degrees c gradient non-invasive (mask mode). The heater was received with a red cable tie on it. The software version was verified as software version 02.05.00. Functional testing revealed the heater functioned as designed. The heater was tested with a 42 degrees c test plug and correctly displayed a visual alarm and audio alarm. The error log did indicate that 7 of the last 11 errors were for probe out/hot bolus. Three errors were for over 41 degrees c warning. The other errors were for patient temp not tracking high. All errors occurred within 20 minutes of the power up. All errors indicate an issue with the patient probe; either being out of the circuit or above 41 degrees c. There is no date on the errors. DHR review revealed no similar issues were found during the manufacturing or packaging process of this lot #. Conclusions: no corrective actions will be taken.

Event description:
This event is reported as: complaint alleges that the proximal temp probe came out of the port. Heater was displaying a temp of 28 degrees celsius. Heater allegedly failed to alarm and the heater column "got extremely hot" and delivered a bolus of hot gas to patient resulting in injury to patient. Patient was a (B)(6) whose nose began bleeding and wouldn't stop. The patient had to be transferred to another hospital. Additional information has been requested about patient's current condition, but that information was not made available to us.